Event description:
Cryoablation of prostate in the or [operating room]. A pt underwent a freeze in the standard protocol according to small volume automatic freeze criteria. There was good freezing to the level of denonvilliers fascia. The pt had an active thaw after the first cryo treatment. Following this, when attempts were made to restick the probes again, the system failed. The monitors went blank and fuzzy and repeat attempts to contact the co were performed. It was suggested by endocare to abort if one successful freeze had been performed. The procedure was terminated. The pt tolerated procedure well. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.